Event description:
In 2009, the patient reported that she has experienced elevated blood glucose for a while. She stated that today after breakfast, her blood glucose measured 260 mg/dl. She changed her infusion site in an attempt to lower her blood glucose, but her readings remained elevated. Her normal blood glucose range is 90-160 mg/ml. She stated that she has had additional stress lately and she is not exercising as much as she used to. She attributes elevated blood glucose to the infusion device. Troubleshooting did not reveal any product issues. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.